Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was noted to be dislodged during a fluoroscopy after revising the atrial lead. The lead was successfully repositioned.